Event description:
Event description guidant received information that this lead exhibited high thresholds, which caused ventricular loss of capture. It also had a stored electrogram that showed ventricular tachycardia which was caused by oversensing of the patient's intrinsic qrs.